Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated that she went to swim with the device on. The customer stated that she pressed the buttons and she was not able to clear the alarm. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.